Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed from the photos. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. To assure a high quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to are: proper phlebotomy technique to minimize poor barrier separation and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Evaluation and enforcement of ¿add on testing¿ policies and validation of analyte stability, including the effects of specimens containing latent fibrin should be considered. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. This complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was poor barrier separation of sample with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: material no. 367960, batch no. 9036799. It was reported that tube gel did not separate after centrifugation. I am reaching out to report an issue that we had today with one of our samples drawn in pst4 gel lithium heparin. The gel in the tube did not go down after centrifugation and we had a sample probe obstruction with our chemistry analyzers and ended up changing the sample probes. Not sure if this is an isolated issue with this particular lot no. Of pst4 gel lithium heparin. Additional information provided 2019-05-13: were there erroneous results?: no. Was there patient involvement? If yes, please provide patient identifiers (i.e. Gender, weight, ethnicity, etc.)?: no. Is the sample available for return?: no.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor barrier separation of sample with a bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes. The following information was provided by the initial reporter: material no. 367960, batch no. 9036799. It was reported that tube gel did not separate after centrifugation. I am reaching out to report an issue that we had today with one of our samples drawn in pst4 gel lithium heparin. The gel in the tube did not go down after centrifugation and we had a sample probe obstruction with our chemistry analyzers and ended up changing the sample probes. Not sure if this is an isolated issue with this particular lot no. Of pst4 gel lithium heparin. Additional information provided 2019-05-13: were there erroneous results? No. Was there patient involvement? If yes, please provide patient identifiers (i.e. Gender, weight, ethnicity, etc.)? No. Is the sample available for return? No.